Event description:
The customer stated the rubella calibration failed three times with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer indicated that they were ca,librating with a new calibrator and reagent pack. The abbott customer technical advocate sent the customer a new lot of reagents and calibrators. A follow-up with the customer indicated that the new reagent and calibrator combination successfully calibrated. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.